Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately one (1) year and three (3) months post-implantation, the patient experienced buckling of the knee followed by pain. Subsequently, the patient underwent revision surgery in which the articular surface was replaced for a larger size. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: stemmed tibial component precoat size 3: catalog#00598003701, lot#j6828726; lps flex femoral component size e left: catalog#00596801551, lot#65117559. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.